Event description:
It was reported that the over temperature alarm went off. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that issue was goes into over-temp alarms and issue was able to be confirmed through idle temperature & fluid warmer display checks. The cause of the reported issue was device is out of calibration. The reported issue was resolved by re-calibrating device. Device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.